Event description:
It was reported that the bd safetyglide¿ needle was blocked when trying to dispel air through the device. The following information was provided by the initial reporter: "this customer is still having problems with item 309516 from lot # 2003405." "Not able to have air pushed through the device".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: (B)(6)2022. Investigation summary fifty two samples were provided to our quality team for investigation. Twenty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Previous investigations revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked when trying to dispel air through the device. The following information was provided by the initial reporter: "this customer is still having problems with item 309516 from lot # 2003405." "Not able to have air pushed through the device"